Event description:
New information notes that patient that explant of the lead occurred during an unrelated procedure that occurred on an unknown date and the patient is stable after the explant procedure without any symptoms reported.

Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, a complete lead was returned in four pieces. Visual inspection and x-ray examination found that all filars of the outer coil was fractured at the connector region of the lead consistent with the reported event which is due to fatigue fracture. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in an in clinic follow-up the patient's atrial lead was found to be fractured. Fluoroscopy was done and lead fracture was not visible. Lead was capped on (B)(6) 2019, and new lead was implanted. Patient condition was stable.